Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On the same day of the event onset, the patient was hospitalized and treated with meropenem injection (1.5gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date the patient recovered from peritonitis. Pd therapy was ongoing. It was reported the caregiver was retrained on proper aseptic technique. No additional information is available.